Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient presented to clinic for disconnect of his therapy. The pump stated empty, but the medication bag was still full. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, however, it was missing a tamper seal. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was not verified/duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause of the reported problem was unknown. No corrective action was done as no fault was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.